Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that during the procedure, the balloon (subject device) burst inside patient. The procedure was completed successfully. There were no clinical consequences to the patient.

Manufacturer narrative:
The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the balloon catheter shaft was kinked at 31cm. 51cm/61cm & 67cm from the proximal end. The shaft was bent and wrinkled at 18cm from the distal end. During the functional testing an attempt was made to inflate the balloon; however, it was noted to be leaking. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. As per additional information the balloon was inflated and deflated during preperation and no leaks were noted. The correct amount of inflation media was used to inflate the balloon. It is probable that the device was damaged during the clinical procedure. An assignable cause of procedural factors will be assigned to the event, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the balloon (subject device) burst inside patient. The procedure was completed successfully. There were no clinical consequences to the patient.